Event description:
It was reported the patient observed that the chemo pump was leaking. The pump was saturated in 5 fu and was in a biohazard bag in their pharmacy. There was patient involvement and no patient harm/adverse event reported. Hpacleb (B)(6) 2024.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.